Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both the unipolar and bipolar configurations. The sensing and capture thresholds were both acceptable and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.